Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right ventricular (rv) channel and low out of range pacing impedance. The oversensed noise resulted in non-sustained ventricular tachycardia (nsvt) episodes. Boston scientific technical services (ts) advised the caller to assess the issues in office. The device remains in use. No adverse patient effects were reported.